Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, minimum fill notifications occurred with approximately 300 units of insulin. Reportedly, the air was not being removed from the cartridge prior to filling it with insulin. Additionally, the customer reported being inadvertently connected to the infusion set tubing while performing the fill tubing process. The customer's blood glucose level was 92 mg/dl. To address bg level, the customer reported carbohydrates would be consumed. Reportedly, a new cartridge was loaded.